Event description:
Immediately after insertion of the device for the pta procedure, the physician noted that the cap of the valve housing had detached. As the sheath was already positioned in place, he continued with the procedure. During the procedure, the patient's bleeding increased, resulting in a state of shock. The physician completed the procedure; however, the patient received a blood transfusion after the shock; the patient's condition has now been stabilized and has been released from the hospital.

Manufacturer narrative:
Evaluation: the complaint device was returned in an opened, unused and damaged condition. A visual examination of the returned device found the fitting has cracked and separated form the check-flo assembly. We are aware of the potential for occurrence and are taking measures to resolve this issue.